Event description:
It was reported the patient presented remotely via remote monitoring. Upon review of the freeze capture, it was observed the leadless pacemaker (lp) was undersensing r waves. The patient presented in clinic where the sensitivity was adjusted, and this resolved the issue. The patient was asymptomatic and stable.